Event description:
It was reported that lead dislodgement and low sensing were observed. Threshold was not measurable due to an exit block. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The lead insulation was abraded.